Event description:
The complainant reported an under-delivery of feeding for a pt of unk age (not under 24 months of age) with a medical history of oral carcinoma but no condition associated with potential for hypoglycemia. The pt was using a patrol pump, list #52036 (abbott sligo list #w058). It was reported that 1000 ml of feeding was hung and intended to be delivered at 100ml per hour over 10 hrs. However, at the end of the 10 hrs, approx 250 to 300 ml of formula remained in the feeding container. There was no report of any serious injury or illness associated with the under-delivery. This amount of under-delivery is considered likely to result in a serious injury or illness should it recur. When more info becomes available, this event will be re-evaluated.